Event description:
The physician stated he had five pts who experienced reactions. The pts had developed painful effusions in the injected knee joint. The physician described the reactions as "more than synovitis." The third of five pts had a moderate, "smaller" effusion after the third synvisc injection and had approximately 40cc of fluid removed from the injected knee. This was the pt's second series of synvisc injections in the knee. The pt received an injection of cortisone as treatment for the effusion. At the time of this report, the pt's outcome was unknown.